Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was testing out of specification for sensing sensitivity. The epg passed all incoming functional tests. It was indicated that the main seal was pinched. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was testing out of specification for sensing sensitivity. The epg was returned for service. There was no patient involvement.